Manufacturer narrative:
There was no reported patient injury. No sample or lot number reported, therefore no investigation could be performed. The part number was unknown. The part number used was determined from fequent feeding tube orders by customer.

Event description:
The surgeon intraoperatively placed a corflo feeding tube on a patient. The next day the patient was able to have an oral intake and so the feeding tube was removed. The patient was then discharged. During a follow-up visit approximately three weeks later, the patient reported to the physician that she has since underwent a routine colonoscopy procedure at which time she was informed by that physician that he retrieved a section of yellow tube from her colon, believed to be the tip of a corflo feeding tube.